Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined only five (5) of the six (6) bands were present on the barrel. The trigger cord was attached to the barrel with five (5) bands was returned in a zip lock bag. No other kit components were included in the return. A visual examination of the device was performed. The trigger cord had several areas where the braids had come loose. One of the braided strands of the cord had pulled out forming a loop approximately 132.5 cm from the distal end of the trigger cord. It was also observed that only five (5) of the six (6) bands were present on the barrel. The missing black band was not included in the return. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device goes through several different inspections in manufacturing, final quality control, and packaging departments prior to leaving the facility. The trigger cord is inspected for knots, fraying, burrs and slipknots. If deformities are found, this is considered nonconforming. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the trigger cord frayed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The trigger cord (string) is multiple strands braided together. The frayed/bunched appearance suggests a single strand was pulled which caused a loop to form and the other strands to compress/bunch. A band was missing on the barrel indicating premature deployment of bands. The user indicated the only device failure they identified was the condition of the trigger cord. It is unclear when the band deployed. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. When they opened up the box, the thread [trigger cord] was not smooth; it was all bunched up. They put the thread in a biohazard bag, because their hands were dirty, when they manipulated the inside of the package. It was not put in the patient. They opened another box when they saw the thread. There was no reportable information at this time. Additional information received via attached complaint form on 04/06/2018: when the device was opened, they went to clip the cord [trigger cord] to the white wire [loading catheter] and noticed that the thread was mangled and unable to go into the endoscope. There was no reportable information at this time. The device was evaluated on 04/30/2018. There were only five (5) of the six (6) bands remaining on the barrel [premature band deployment]. The missing black band was not included in the return. Additional information was received on 05/14/2018: nothing was taken off the shooter. If there are only five (5) bands, it is because there were only five (5) in the box. When they opened the box and saw the condition of the thread, they opened another box.